Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit alarms erratically.

Manufacturer narrative:
Upon further review, MDR decision changed. Original MDR filed in error, as there was no report of the alarms not working. The xpo100 was returned for evaluation. Per the evaluation, there was no indication of the alarms not functioning.

Event description:
Dealer states the unit alarms erratically.